Event description:
On june 9, 2003 customer reported testing with their freestyle meter getting a result of 131 mg/dl. Patient took insulin and went into a diabetic coma. Spouse called emergency medical system. Upon arrival, the paramedics tested with an unknwon brand meter, getting results between 15 and 30 mg/dl. The paramedics administered orange and lemon juice to the customer.